Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient presented to surgeon with an unstable elbow two months following an elbow revision. Speculation of the poly's disassociation with the ulna component was confirmed once the implants were exposed. The polyethylene from primary surgery, many years ago, was separated from the ulna component and the retaining pin was not to be found. Implants removed are inventoried above and replaced.